Event description:
It was reported via repair work order that the IV hole plugs were missing and fluid ingress was reported in the area of the missing hole plugs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.